Event description:
On 2021-apr-27 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting 1707 today and couldn't charge. Patient was advised to make sure they didn't have any electro magnetic interference in the room. Patient stated they can some times feel the implant. Patient turned on recharger and tried to connect and got device not found, and was walked through doing a hard reset on the recharger. The troubleshooting steps that were taken on the call resolved the issue. Patient got 30% charge and good coupling and then before we hung up it went to excellent coupling. No symptoms were reported. On 2023-nov-17 additional information was received from the patient. They reported that they were trying to recharge their implanted neurostimulator and they "kept losing the recharger" and a couple times got service code 1707. Patient service specialist reviewed meaning of service code. Agent revie wed 1707 troubleshooting and recharging best practices. Patient stated they have a dexcom (d6) on their stomach that is a device that reads their glucose levels in their blood. Pt stated they alternate this device on different sides and inquired if it is on the same side if it could cause interference when recharging their implant. Reviewed emi considerations/overview. Redirected patient to their managing healthcare provider to further discuss. Patient stated they charged all the way from 30-100% this morning with no disconnection. Pt stated this is not usually how it goes. Pt stated their dexcom was on the other side when this occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.